Event description:
Caller states that they tested in the morning and result was hi. He states that he tested an hour later and the result was 580mg/dl. He states that he ate and took his normal insulin amount and then tested again that evening and obtained a result of 545mg/dl. Caller reports since his blood glucose was still high, he took his normal amount of insulin and tested again a few minutes later and result was 524mg/dl. Caller states that as a result he took an additional 30 units of insulin and two hours later he almost passed out. Caller reports feeling dizzy, couldn't see, sweating. He states he called the paramedics and they obtained a reading of 37 mg/dl on their equipment. He was reportedly given medication and an IV as well as juice to elevate his blood glucose. Caller states he was transported to the hosp and stayed for 3 hours. Upon release, caller states his blood glucose was around 120mg/dl.